Event description:
A patient reported blood glucose results of "188 mg/dl and a reading of hi" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.